Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("heavy periods/ abnormal bleeding(menorrhagia)"), ovarian cystectomy ("left ovarian cystectomy") and pelvic adhesions ("pelvic adhesions") in a 32-year-old female patient who had essure (ess205) (batch no. 12265713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, adenotonsillitis, ovarian cyst, rhinitis allergic, sleep apnea and menometrorrhagia. Concomitant products included amitriptyline hydrochloride (elavil) since 2006, medroxyprogesterone acetate (depo-provera) from march 2004 to july 2005 and naproxen sodium (anaprox) from 2006 to 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced hair growth abnormal ("hormonal changes describe: excessive hair growth"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2006, the patient experienced weight increased ("weight gain"). On (B)(6) 2007, 1 year 10 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and back pain ("back pain"). On (B)(6) 2010, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced ovarian cystectomy (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced nausea ("nausea"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("nfection (bladder/ urinary tract/vaginal) type: urinary"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (she had surgery to remove the essure implant), surgery (ablation), surgery (left ovarian cystectomy/ dilation and curettage) and surgery (lysis of adhesions). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, nausea, hair growth abnormal, mood swings, dysmenorrhoea and back pain had resolved and the ovarian cystectomy, pelvic adhesions, vaginal haemorrhage, abdominal pain lower, cystitis, urinary tract infection, migraine, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, fatigue, hair growth abnormal, headache, menorrhagia, migraine, mood swings, nausea, ovarian cystectomy, pelvic adhesions, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("heavy periods/ abnormal bleeding(menorrhagia)"), ovarian cystectomy ("left ovarian cystectomy") and pelvic adhesions ("pelvic adhesions") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 12265713) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, adenotonsillitis, ovarian cyst, rhinitis allergic, sleep apnea and menometrorrhagia. Concomitant products included amitriptyline hydrochloride (elavil) since 2006, medroxyprogesterone acetate (depo-provera) from (B)(6) 2004 to (B)(6) 2005 and naproxen sodium (anaprox) from 2006 to 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced hair growth abnormal ("hormonal changes describe: excessive hair growth"), mood swings ("mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2006, the patient experienced weight increased ("weight gain"). On (B)(6) 2007, 1 year 10 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and back pain ("back pain"). On (B)(6) 2010, the patient underwent ovarian cystectomy (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced ovarian cystectomy (seriousness criterion medically significant) and pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced nausea ("nausea"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("nfection (bladder/ urinary tract/vaginal) type: urinary"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (she had surgery to remove the essure implant), surgery (ablation), surgery (left ovarian cystectomy/ dilation and curettage) and surgery (lysis of adhesions). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, nausea, hair growth abnormal, mood swings, dysmenorrhoea and back pain had resolved and the ovarian cystectomy, pelvic adhesions, vaginal haemorrhage, abdominal pain lower, cystitis, urinary tract infection, migraine, headache, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, back pain, cystitis, dysmenorrhoea, fatigue, hair growth abnormal, headache, menorrhagia, migraine, mood swings, nausea, ovarian cystectomy, pelvic adhesions, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 20-jun-2018: reporters added and updated patient demographics. Concomitant disease and laboratory data were added. Updated events and added lot number. On (B)(6) 2005, she implanted essure (previously reported as (B)(6) 2005). Added events hormonal changes describe: excessive hair growth, mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, migraines / headaches, dysmenorrhea (cramping), left ovarian cystectomy, lysis of adhesions, fatigue, weight gain and back pain. On (B)(6) 2015, she implanted essure (previously reported as (B)(6) 2015). Updated events, onset date and outcome. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), nausea ("nausea") and menorrhagia ("heavy periods"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, nausea and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.